Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic with a vibratory alert. High capture thresholds were observed during testing. X-ray imaging indicated lead dislodgment. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.